Event description:
The customer reported that spectrum pump serial number (B)(4) had a "defective downstream sensor". There was no pt involvement. No further info was provided.

Manufacturer narrative:
(B)(4). The device was received at baxter for eval. Initial testing upon receipt of the device found that the device was experiencing false downstream occlusion alarms clarifying the customer's reported symptom. The investigation is not complete at this time. A supplemental report will be filed once the investigation is complete.